Event description:
A break in the retention dome during traction removal. The indwelling period was 187 days. When the user grasped the catheter and pulled it straight up during the replacement procedure, the retention dome fell into the stomach.

Manufacturer narrative:
The complaint of a break in the retention dome during traction removal (separation of the dome and feeding tube) is confirmed. Gross and microscopic examinations show the retention dome has completely separated from the od of the feeding tube. Cause unknown. A chr review is not possible, as no manufacturing lot number information has been provided by the complainant.